Event description:
High readings on her ultra meter. A medical affairs speciaist (mas) send follw up question and obtained the following the info: in 2006 the pt had been feeling dizzy all day. Around 3pm she tested her blood glucose and rec'd 438 mg/dl. The pt did not take any medication or eat or dink anything after attempting to use the meter. Due to the high reading she immediately contacted emergency services. Paramedics arrived within 11-20 minutes and tested the pt on their device and rec'd a 60 mg/dl. She was treated with food and/or beverage. The pt was not taken to the hosp and prior to the paramedics leaving her blood glucose elevated to 90 mg/dl. A normal reading for the pt is around 130 mg/dl. The pt has had the meter for only a day and does not recall the readings prior to the 3:00pm reading. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The control solution was not expired. A quality control test was done and test strips passed using the control solution. Customer care agent agent (cca) sent the pt a replacement meter. The complaint is being reported because a medical professional treated the pt for hypoglycemia.